Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the trial patient&#62688;wires may have pulled out and they could feel something in the back. The patient thought it was the wire coming back and there was no sign of blood or anything like that. The patient was concerned about the wire that was pulled. The patient was at 0.5 and didn&#62752;feel stimulation and increased it felt it in the correct area. The patient was doing an advanced evaluation trial and would be having the stage 2 implant on (B)(6) 2016. The manufacturer representative called the patient&#62688;health care provider (hcp) and was waiting for a call back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.